Event description:
According to the reporter, during laparoscopic inguinal hernioplasty, the surgeon fired the device, but the tacks did not hold properly and these fell into the patient's cavity. The tacks that fell were retrieved by using a clamp. The product was discarded and a new one was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.